Manufacturer narrative:
(B)(4) the product could not be evaluated as the device was discarded and no pictures were taken to confirm the reported event. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Insufficient information.

Event description:
It was reported during knee arthroplasty that the femoral impactor fractured. No adverse events were reported as a result of this malfunction.